Event description:
It was reported that the programmer had "noise in the screen" and that it did not load the proper screen. It was further noted that the programmer did power up but was unable to work. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer head's cable connector end to be out of specification. The head's cable was therefore replaced. Concomitant products: product ID 2090 programmer; product ID 229047 lot# serial# software analyzer. (B)(4).